Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the patient did not wear a mask and the area was not clean before starting pd therapy. The patient was not admitted to the hospital for the event. One day after onset, the patient began treatment for the peritonitis with injection fortum, 1 gram, bd (twice daily) and injection vancomycin, 500 mg, bd (routes were not reported). The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.